Event description:
It was reported that during a stenting procedure in a proximal left anterior descending artery, access was achieved via the right radial artery. A whisper wire was advanced and a 2.5 x 15 trek was used to pre-dilate the lesion. A 2.75 x 18 mm xience v was implanted distally without incident. A 3.0 x 12 mm xience v was advanced without resistance and successfully deployed proximal to the previously deployed stent. The physician reported that the catheter had kinked, however, the xience v stent delivery system was removed from the patient without resistance. Upon removal, it was noted that the stent delivery catheter had sheared in two just distal to the two marker bands. The patient underwent fluoroscopy and the separated portion was located safely in the guide catheter. The guide catheter was removed, a new guide wire was placed and post-dilatation was performed and the procedure was completed. Although, there was a delay in the procedure, it was not clinically significant and there were no adverse patient effects. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: whisper, guide catheter: cordis, sheath: terumo glide sheath, stent: xience v 2.75 x 18 mm. The device was returned for evaluation. The reported shaft bend/kink and shaft separation/detachment were confirmed. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.